Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse arrived on site the system was not available. After gaining access to the system fse discovered the neutral prong on the vision side cart (vsc) power cable was damaged. Fse replaced vsc power cable and performed system verification. The system was tested and verified as ready for use. The complaint was confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure using an xi system, user informed the technical support engineer (tse) that the vision side cart (vsc)'s power cable was unplugged. The power cable was reseated but became unplugged again shortly after due to it not being securely installed. The user decided to convert to laparoscopic surgery to continue with the procedure. No known impact or patient consequence was reported. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained additional information: the reporter confirmed that there was no issue with the patient when the procedure was converted to laparoscopic surgery. Port incisions were not increased and no additional ports were placed.